Event description:
While testing the tps universal driver the device ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets. Driveshaft bearings and the gears on motor assembly are worn.